Event description:
It was reported that this right ventricular (rv) lead presented high impedance measurements so it was suspected to have suffered a fracture, so it was explanted and it unraveled during the extraction. A venogram was used during the procedure. A new device was implanted. No additional patient effects were reported.